Event description:
It was reported by service report that the scale was not accurate; it fluctuates at low bed height. When the bed reached the low height, the weight changed from 0 to -9.6 pounds. No pt involvement or adverse consequences are reported.